Manufacturer narrative:
Device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the guidewire ptfe coating was compressed and scrapped off at 40.0cm form its proximal end. The torque device was on the guidewire. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device collet had been tightened down the guidewire ptfe. There was scraped ptfe coating residue on the torque collet. The guidewire was slightly bent at its proximal end likely due to tortuous anatomy. The nitinol was slightly stretched and separated on the guidewire distal end. Information from the complaint indicated that resistance was met when removing the guidewire from the dispenser hoop and slight force was used to remove it. Excessive force against resistance may result in damage to the guidewire. In addition, white bubbles were identified on the guidewire, on further analysis it is confirmed that the bubbles and the control section of the coating are the same substance. Functional evaluation could not be performed due to the condition of the device. The guidewire was attached to a torque device and one to one torque was checked however, due to the bent on the guidewire torque was not smooth. The dfu instructs the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e. Core wire abrasion/peeling of ptfe, etc.)", a probable cause of use error was assigned to the analyzed guidewire ptfe coating peeling.

Event description:
Analysis of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating compressed and scrapped off. There were no clinical consequences to the patient reported.